Manufacturer narrative:
On 01/18/2017 a medtronic representative performed a navigation system check-out, all areas passed. Reported issue could not be replicated. System performed as intended. On 02/08/2017 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No further issues have been reported.

Event description:
A site representative, radiographic technologist (rt), reported that, while in a spine procedure, their navigation system unexpectedly became unresponsive. They re-booted the system and were able to proceed to navigate. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.